Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had shoulder stiffness making it difficult to get the antenna in the right location. No further complications were reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-aug-2015, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) from chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that when the hcp removed the lead from the previous ins, he noticed the tip was damaged. The rep reported that the hcp wasn¿t able to get the lead into the new ins, so he left it abandoned and plugged the 8-15 slot. The rep reported that the patient was getting stimulation in the areas needed during post-operative programming. The rep reported that if that changed and he needed more stimulation in other areas, the hcp said he would then replace the damaged lead. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2011 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient continued to have difficulty charging. The patient discussed with the physician about having the battery replaced with the new system because of the increased benefits regarding charging. The cause was not determined, but it was assumed that it may have been damaged as the lead was being removed from the previous battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.